Event description:
It was reported that during use, the compressor went into standby mode and did not start causing the ventilator alarm for low air pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The standby valve in the compressor mini unit was deemed faulty by third party service. There were no goods returned for investigation, nor did the customer request the part to be changed by the manufacturer. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. Service, repair and installation must only be performed by personnel authorized by the manufacturer. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. If no oxygen is connected to the ventilator, the event could in worst case lead to stop of ventilation, alarms will be generated to alert the operator. Since no parts was returned for investigation, the root cause cannot be determined. H3 other text: 4114.